Event description:
A center director reported, via medwatch form 3500, one right eye case of ectasia associated with decrease in vision, diagnosed nine years post lasik surgery. The surgeon was reported to be consulting with partnering physician on possible treatment options, including topography guided excimer laser with crosslinking. Pt underwent lasik for both eyes (ou) on (B)(6) 2003. On (B)(6) 2003, (B)(6) days post op, exam noted trace roughness right eye (od) greater than left eye (os). Pt instructed to use clioxan one drop 4 times a day for 7 days ou. Econopred one drop every hour od and 4 times a day os. Artificial tears 4 times a day od. On (B)(6) 2003, (B)(6) days post op exam noted 1+ spk od and trace spk os. Pt was instructed to return to the clinic for punctal plugs for 3 months. On (B)(6) 2003, (B)(6) days post op, exam noted punctal plugs placed ou. On (B)(6) 2004, 1 year post op, exam noted trace spk ou. The pt was released from care. On (B)(6) 2012, 9 years post op, the pt stated decrease in vision od past 2-3 years.

Manufacturer narrative:
A review of the service records for this system for the period of time before and after the date of the event revealed no issues with the system, and showed that the system had been verified by the field service engineer as operating within specifications. Investigation did not show any device related contribution to the reported event, as the system was found to be operating within specification during its time of service. A root cause could not be determined. (B)(4). Additional info from the voluntary report: brand name: alcon, common device name: ladar vision 4000, (B)(4). Also reported to manufacturer.